Event description:
On (B)(6) 2010, pt reported either the up or down button on the infusion device was not functioning properly. Pt could not remember which button it was and did not have time to complete troubleshooting. She was also unable to remember when the issue started. Pt has to press the button longer for the infusion device to respond. Pt has used this infusion device for 3 years and boluses 5 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.